Manufacturer narrative:
Product event summary : the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) device had premature battery depletion. It was also noted that the right ventricular (rv) lead experienced t-wave oversensing (twos) post bi-ventricular (bi-v) pacing. The device was explanted and replaced. The lead remains in use. No patient complications have been reported as a result of this event.